Event description:
Broken femur condyle after ca. Two yrs. The break is shortly behind the anterior peg in the coronal plane.

Manufacturer narrative:
We will check the device history records and investigate the ex-implant. This event occurred outside of the u.s. And involved a product that was mfg outside of the u.s. However, because the link mitus endo-model also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.